Event description:
It was reported that a request was made to have data from this device analyzed due to the device being included in the hydrogen induced premature depletion pacemakers advisory population initially communicated on (B)(6) 2021. Data analysis could not be performed due to the available data being five months old. Technical services (ts) requested that the patient perform a remote interrogation to upload current data for review. New information received indicates that current data was provided for review. Analysis determined that the device was depleting faster than expected and device replacement was recommended.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that a request was made to have data from this device analyzed due to the device being included in the hydrogen induced premature depletion pacemakers advisory population initially communicated on (B)(6) 2021. Data analysis could not be performed due to the available data being five months old. Technical services (ts) requested that the patient perform a remote interrogation to upload current data for review. New information received indicates that current data was provided for review. Analysis determined that the device was depleting faster than expected and device replacement was recommended. Subsequent information received indicates that this device was explanted and replaced with a competitors device.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that a request was made to have data from this device analyzed due to the device being included in the hydrogen induced premature depletion pacemakers advisory population initially communicated on june 3, 2021. Data analysis could not be performed due to the available data being five months old. Technical services (ts) requested that the patient perform a remote interrogation to upload current data for review. New information received indicates that current data was provided for review. Analysis determined that the device was depleting faster than expected and device replacement was recommended. Subsequent information received indicates that this device was explanted and replaced with a competitors device.